Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 250 units of insulin. Additionally, it was reported that a cartridge alarm 6 occurred. Reportedly, the customer was not outside of the allowable operating altitude range. Blood glucose level was 290 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin therapy was resumed.